Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the right ventricular lead was dislodged. The physician elected to send patient home with a life vest for defibrillation protection. Boston scientific technical services had a discussion with the field representative with regards to turning of the tachy therapy. The rv lead remains in service. No adverse patient effects were reported. Additional information has been requested from the field representative should any further information becomes available; this report will be updated soon.